Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("the doctor attempted to remove her essure about a year or two ago, and it broke and fragmented") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("the doctor attempted to remove her essure about a year or two ago, and it broke and fragmented"). The patient was treated with surgery. At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal and device breakage to be related to essure. The reporter commented: it was reported that she just does imaging, and essure removed but there are still fragments of the product inside the patient. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.